Event description:
It was reported that the customer received low sensor readings, causing her insulin pump to threshold suspend when her blood glucose was not actually low. It was further stated that there were other occasions where the insulin pump should have suspended because the customer's blood glucose was actually low, and it did not. These alarm situations did not cause a serious injury. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.